Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a sigm cr rp construct several years ago. On (B)(6) 2020 a poly exchange and washout was done. Today, patient was confirmed for infection. All implants were other than the patella and a surespace cement spacer was utilized. Doi: sometime in 2009 (femoral & tibial), (B)(6) 2020 (insert), dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: